Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6).4 the purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the aneurysm coil embolization procedure, the hub of the 90cm cerebase da guide sheath (gs9090sd / 30440402) started to leak. There was no anomaly noted when the device was removed from the package. The device was prepped in accordance with the instructions for use (IFU); there was no difficulty with flushing the device during the preparation. Another catheter was used as replacement and the procedure was successfully completed. There was no report of any adverse patient event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 90cm cerebase da guide sheath was received contained in a pouch. Visual inspection was performed. It was observed that the ID band is out of position. No other damage or anomaly was noted. Functional testing: the device was flushed to locate leaks; a leak was observed below the ID band. A review of manufacturing documentation associated with this lot (30440402) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the 90cm cerebase da guide sheath was leaking at the hub during the procedure. No anomaly was noted when the device was removed from the package and the device was prepped in accordance with the IFU. The reported issue that the device leaked at the hub was confirmed. A small crack was found below the ID band, which was found to be the cause of the leak during the functional testing. The observed crack may be related to the ID band being out of position and due to the device usage, however, the relationship between the observed crack to either the ID band being out of position or device usage cannot be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position. H.6: investigation findings / investigation conclusions: the ¿cause not established (d15)¿ code was used in the investigational conclusions because the relationship between the observed crack below the ID band where the leak was observed during functional testing was not conclusively determined to be related to either the ID band being out of position or due to handling usage of the device. This code corresponds to the code ¿leakage / seal (c0703)¿ code in the investigation findings. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 01/06/2021. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, ethnicity and medical history were not provided. The initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30440402) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the aneurysm coil embolization procedure, the hub of the cerebase da 90cm guide sheath (gs9090sd / 30440402) started to leak. There was no anomaly noted when the device was removed from the package. The device was prepped in accordance with the instructions for use (IFU); there was no difficulty with flushing the device during the preparation. Another catheter was used as replacement and the procedure was successfully completed. There was no report of any adverse patient event or complication.